Manufacturer narrative:
On 07/06/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On 07/08/2015 the report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Batch record performed on 18 march 2015: lot 144790: 77 liners produced and released on 22 sep 2014. Expiration date 2019-07-31. No anomalies found related to the issue. To date, (B)(6) items of the lot have been sold without any similar issue. Lot 134325: (B)(6) heads produced and released on 22 nov 2013. Expiration date 2018-10-31. No anomalies found related to the issue. To date, (B)(6) items of the lot have been sold without any similar issue. On 03/12/2015: "these pieces will not be returned. The agent is working with the hospital to determine the policy for allowing explanted material to leave the facility. Currently it is not allowed."